Manufacturer narrative:
(B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens, -08.5 diopter, in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.